Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional perclose proglide device referenced is being filed under a separate medwatch manufacturer report number. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 5f sheath after a diagnostic procedure. Reportedly, a cuff miss occurred wtih the first proglide device. A second proglide device was used and the sutures successfully deployed; however, there was resistance noted upon removal. The physician pushed the proglide device forward a bit and was able to "wiggle" it out. The sutures of the second proglide device were successfully used to achieve hemostasis. It was reported that the patient was morbidly obese and the vessel was deep in the groin. There was no tissue damage noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.